Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: medical doctor (md). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the conclusion of the case, it was determined that an 8 fr angio-seal device could be used to close the arteriotomy. The 8 fr angio-seal was removed from its packaging and the arteriotomy locator was inserted into the provided angio-seal sheath until a click was heard and felt. A long 260 cm bentson wire was inserted through the 8 fr. Pinnacle destination and the accompanying destination dilator was inserted over the wire for removal of the sheath. The sheath was removed, and manual pressure was applied at the arteriotomy while the 8 fr angio-seal with arteriotomy locator was loaded onto the wire. As the angio-seal sheath and arteriotomy locator were inserted into the artery, the two parts separated from one another, and the sheath was not able to advance into the artery. The physician decided that the device was not working and asked for a new 8 fr angio-seal. A second 8 fr angio-seal was opened and assembled. When inserting the second angio-seal device into the artery, the arteriotomy locator and sheath separated from one another again. A third angio-seal was opened, however, after visual inspection, it was determined that the device had a unknown issue. The physician then decided to close the arteriotomy using a perclose device by abbott. Blood loss was less than 250cc's. The patient was in stable condition. There was no patient injury/medical or surgical intervention required, but there was bruising and a large hematoma at the site. The procedure outcome was completed. Additional information was received on 21jan2022: the procedure performed was a diagnostic cerebral angiogram. There were no difficulties noted with arterial access, sheath, guidewire, or catheter insertion. There was no major tortuosity noted. A pre deployment angiogram of the femoral vessel was performed. Perclose was used to close the site and manual pressure was applied for fifteen minutes. There was no further medical treatment needed at the hematoma site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath, locator, and packaging were returned. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated and appeared to be in good condition. No signs of damage or deformation to the device were identified. Functional testing was performed by attempting to insert the assembly into the vessel model. The device was able to be inserted properly and no issue was identified with the device function. Dimensions were measured for the locator and hemostasis sheath and were found to have been within specification. The locator od (outer diameter) was found to have been 0.105 inches. And the hemostasis sheath od was found to have been 0.128 inches. Both dimensions were within the specifications outlined defined in the engineering drawings active at the time of manufacturing. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been attempting to insert the components without sufficient angulation. The DHR (device history record) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).